Event description:
Technician alleged the brake wheel would not hold. He replaced brake wheel that wouldn't hold to resolve.

Manufacturer narrative:
Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.